Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes include storage temperature and application issues the IFU offers further guidance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the adhesive stays attached to the protective plastic and not to the film. In consequence the adhesive doesn't stick. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.